Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the patient had returned to the clinic on tuesday afternoon (B)(6) 2025, at 3:48 pm for pump discontinuation. Upon assessment, a significant amount of drug had remained in the IV bag, suggesting that the full dose may have not been delivered. The patient had initially been connected to the pump on monday afternoon (B)(6) 2025, at 3:43 pm. The drug had been prepared correctly, and the pump had been programmed to deliver 504 ml over 24 hours at a rate of 21 ml/hr. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.